Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0wj5t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there was no therapeutic effect since implant. The patient had aphasia so it was hard to communicate. The patient reported via their husband that the patient was not getting relief with the implantable neurostimulator (ins) implanted. The patient had an inactive bowel and had not went since (B)(6) 2015. She was getting up 4-5 times in the night from her bladder and was using a foley catheter. Also, she was not feeling stim all the time. The trial helped with bowel movements more than 50%. The patient was feeling stim. The patient was told to increase the amplitude but did not feel comfortable doing this during the call. The patient contacted the manufacturer representative (rep) and increased from 0.6 volts to 0.8 volts and was instructed to increase to level of discomfort and then back off one point. The patient was going to follow-up with their health care professional (hcp). The patient had bowel issues never being addressed. The patient was implanted for both bladder and bowel. The bowel symptoms were messy and uncontrollable. Two nights had been ruined because the consumer had to scrape stool off the bathroom floor, toilet, clothing, and the patient. The patient was still getting up 5 times a night to use the bathroom. Increasing the settings did not resolve the issue. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.